Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 221 (mg/dl). Multiple attempts were made to ensure the alarm had cleared, however no response was received from the customer.